Event description:
A (B)(6) male patient contacted zoll customer support to report constant alarms. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. Upon evaluation, the pca board on ECG electrode c was scorched. The cause of the damaged pca board is a short on op-amp component u1. The cause of the short is corrosion on ECG electrode c. The source of the corrosion cannot be positively identified but is likely due to liquid ingress. No adverse event resulted from the damaged ECG electrode. The patient received a replacement electrode belt.